Manufacturer narrative:
Investigation summary: no product was returned. The clinical details state that on the 18th of november, there were ps low alarms and it was not correlating to the patients blood pressure despite position being verified. Additionally, on the 7th there were more ps low alarms with the ao diastolic in the 20-30's. The data logs show that the ps was stable throughout support with no issues seen in the 5s parameters. On 11/9 there are frequent ps low alarms but then ps monitoring is disabled. On 11/14 there are frequent ps low alarms that continuously continue throughout 11/18, but no further data logs were returned for the rest of the case. Looking at an rt log during the first reported ps low alarm on 11/18, systolic values were around 50mmhg while diastolic was around 20mmhg - accurately triggering the ps low alarm. 5s parameters were stable during this time and motor current. There were no other issues noted with the pump run. Due to the lack of data logs returned for the rest of the case as well as no product returned, the root cause cannot be established. Device history lot: device lot: 1947668. Device history batch: subcomponent: n/a. Device history review: impella 611297 passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A ¿placement signal low¿ alarm was noted, as the placement signal did not correlate with the patient¿s blood pressure. The impella position was confirmed via bedside echocardiography. The alarm persisted despite the continued discrepancy between the placement signal and the patient¿s blood pressure. The patient survived the procedure.